Event description:
During laparoscopic hiatal hernia repair using harmonic scalpel, the scalpel malfunctioned. The machine alerted the surgical team, scalpel was withdrawn and examined, the plastic jaws of the grasper appeared to have been melted. Instrument removed from the field and a new one obtained. To evaluate the esophagus and stomach a gastroscope was used, while blanching of the anterior left lateral segment of the distal esophagus was noted (concern for cautery injury.) Scope then passed to the stomach and a gastrotomy injury was identified as well. Scope with drawn, distal esophageal lesion reevaluated, bubbling seen from the laparoscopic view and a tear was identified. Converted to an open procedure and exploratory lap done with repair of esophageal tear and gastrotomy.